Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m03624 serial# implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type accessory p roduct ID b3400060m lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type extension product ID b3301542 lot# serial# (B)(6)' implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead product ID b3400060 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type extension product ID b3301542m lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 23-jul-2026, UDI#: (B)(4) ; product ID: b3301542, serial/lot #: (B)(6), ubd: 09-apr-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 23-may-2026, UDI#: (B)(4); product ID: b3301542m, serial/lot #: (B)(6), ubd: 27-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that there was a possible infection related to a deep brain stimulation system, which included leads, extensions, and a battery. The patient was scheduled for evaluation due to the suspected infection. Subsequently, it was confirmed that an infection had occurred, necessitating the explantation of the entire deep brain stimulation system on friday, (B)(6). The procedure involved the removal of all components of the system. The manufacturer representative (rep) provided additional information on dec 11th, 2024, which was confirmed with the hcp. The factor that might have contributed to the infection was the patient's failure to keep the incision area clean. The infection was resolved by the time of this report.